Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Health effect - clinical code e2402: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
This event was reported under medwatch number: mw5100215. It was reported that a female patient who underwent breast surgery with two unspecified gel breast implants experienced breast implant illness symptoms such as fatigue, brain fog, weight gain, hormone imbalances, adrenal fatigue, rashes, bloating, food sensitivities, ringing in ear, muscle weakness, joint pain, insomnia, dry eyes, ibs, candida, dehydration, liver problems, anxiety, and cold hands and cold feet post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that patient's implantation date is (B)(6) 2011. Manufacturer¿s reference number: (B)(4).